Event description:
It was reported that a stent fracture and in stent restenosis occurred. The target lesion was located in the non-tortuous superficial femoral artery. Two 6x80, 130 cm eluvia drug-eluting vascular stent systems were implanted two years ago. It was reported that nothing strange or concerning occurred during the initial implant. The patient returned 7 months later with occluded stent due to mid stent fractures. The patient was admitted to the hospital beyond standard care and discharged.

Manufacturer narrative:
Date of event: no date provided, used the first date of the year two years ago. Age at time of event: young.